Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the cannula broke at the top leaving the cannula lodged in the middle of the vertebral body with 4-5cc of cement that had already been injected. There were no patient symptoms or complications associated with this event.